Event description:
Used new set of contact (acuvue oasis) by johnson and johnson. That caused inflammation and irritation in both my eyes. I currently am not to wear contacts for 2 weeks due to the irritation it my eyes and use prescribed eye drops. Prior to going to the doctor, I had severe light sensitivity impairing my ability to drive.